Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l5 drg lead was not providing effective therapy. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention took place on (B)(6) 2024, wherein the lead was explanted and replaced to address the issue.